Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline from remote support service. A field service engineer (fse) arrived on site and coordinated access with the pharmacy team to reach the station. The fse began isolating components to determine the cause of the station failure and identified that the main station operated normally and allowed drawer access when disconnected from the auxiliary tower and remote manager. The fse supported pharmacy and unit staff in accessing medications and completing required inventory before continuing troubleshooting. The fse observed that the station failed to launch the application when auxiliary components were reconnected and proceeded with further isolation and verification. The fse identified physical damage in the communication bus cable and replaced it, after which all devices were properly detected and the application launched successfully. The fse restarted the station, logged into administrative mode, and completed diagnostic testing to confirm normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.